Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The video connector socket was corroded (as well as several other items) and dust and debris was found in the board. The failure in the board lead to a lack of real-time image display. It was confirmed that the image loss was due to corrosions and dust in the device, which was likely a result of wear and tear. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus the evis exera iii video system center had an image quality issue. Upon inspection and testing of the customer returned device, it was observed that there was a video socket failure as well as a board failure. Additionally, corrosion was found, as well as oxidation and dust. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the user (refer to b5 for updated information). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunctions: a) the video connector socket was corroded. B) dust and debris was found in the board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided regarding this event. The failure was found before the procedure and there were no injuries to the patient or the user.